Manufacturer narrative:
H.11: a review of the device¿s service history showed no similar events received by livanova since the unit's manufacturing date; no concerning trend occurred for this failure mode. Based on investigation findings, the root cause of the event was attributed to a defective electronic component. Electronic board failures can arise from various unpredictable factors, including exposure to heat, dust, or moisture, accidental impacts such as drops or falls, power surges or overloads, and variability within micro-components. However, there is no indication of a concerning trend for this type of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in jackson, united states. A livanova field service representative was dispatched to the facility for investigation and confirmed system was not working and was showing alarm code e05. Distribution board needed to be replaced: upon inspection, burns on the distribution board were observed. Machine passed all the functional tests with positive results. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error e06 on patient side. The issue occurred during procedure. There is no report of patient injury.